Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported that the basket of a 'ngage nitinol stone extractor' would not open while in the kidney during a ureteroscopy procedure (B)(4). A second 'ngage nitinol stone extractor' from a different lot was used and had the same issue (B)(4). A third 'ngage nitinol stone extractor' was used and the procedure was able to be completed. It is unknown if a laser was used during the procedure. It is unknown if the device was tested prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as visual inspection and functional test of the device were conducted. The device was returned to cook in opened packaging inside the plastic tray for investigation. Distal tip was smashed in the tray and caused a slight kink in the basket sheath. The handle actuated the basket with some force and clicking noise. Same was experienced when manually actuating the basket. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded the cause for the issue had not yet been determined. It is likely the device functioned when tested in the laboratory environment, but did not function during clinical use by the user. A supplier corrective action request was created to address the issue. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the basket of a 'ngage nitinol stone extractor' would not open while in the kidney during a ureteroscopy procedure (pr394189). A second 'ngage nitinol stone extractor' from a different lot was used and had the same issue (pr394193). A third 'ngage nitinol stone extractor' was used and the procedure was able to be completed. It is unknown if a laser was used during the procedure. It is unknown if the device was tested prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = materials management. G4: PMA/510(k) number = exempt. H3: device evaluated by mfg = other (code unspecified, describe in h10) (81) = device. Received 26apr2023; pending investigation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.